Event description:
Conversion. The physician reported that high jacket retraction forces were experienced while unjacketing the device. While unjacketing, the jacket broke near the lock knob. The physician was able to get the device down to the aortic bifurcation, and successfully unjacketed the device. However, the device could not be advanced back up past the aortic bifurcation. The patient was converted to an open repair. The patient tolerated the procedure and was reported to be doing well. As of this report, the device has not been returned for evaluation or confirmation.